Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that 2 months after the dental implant was installed in patient's mouth it was verified its non osseointegration. 30 ncm of primary stability was achieved adn immediate load was not performed.